Manufacturer narrative:
(B)(4). Batch # m53x56. Additional information was requested and the following was obtained: device 1: please clarify how the artery was cut as this device only staples and is not designed to cut. On this firing, did the device deploy staples? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Or, was the firing handle advanced and no staples were deployed? Did bleeding occur as a result of the artery being cut? If yes, how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? Device 2: please provide details as to how the device ¿misfired¿ how was the procedure completed? What is the current status of the patient? Per the operative report, the surgeon was using the device to divide the lower lobe artery. The second device fired the first three staples and didn¿t fire the next one. The device cut and misfired. There was significant bleeding which occurred. The patient lost approximately 500cc of blood. The bleeding was controlled with a manual graph, clamped with a vascular clamp, and over sewed and 5-0 proline. The clamp was removed and there was no further bleeding. As the patient¿s h/h was high prior to the procedure, no transfusion was required. A chest tube was placed, however that was an anticipated part of the procedure. There was no change to the patient¿s post-operative care. The patient was discharged home on (B)(6) 2016. Risk manager is going to attempt to get additional information and follow-up as to how the device cut the artery as the tx30v device staples only. Additional information received from the risk manager to clarify how the device cut the artery as the tx30v device staples only: the first device used in the case fired fine; there was no issue with this device. The second device used fired as expected on the first two firings. On the third firing, there were no signs to the surgeon that there was any issue with the firing of the device, so prior to removing the device, the surgeon cut the artery. When the device was opened, the bleeding and subsequent measures to control (reported in the previous note above) occurred. A third device was used to complete the procedure. The analysis results showed that the tx30v device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lower lung lobectomy the pulmonary artery was cut when firing the device. It is unknown if any staples were fired. A second device was used and it misfired. It is unknown what is meant by misfired. It is unknown how the procedure was completed. There was no patient consequence reported.